Manufacturer narrative:
The customer¿s report of a separation and leak was not confirmed. Visual inspection of the set noted no damages or any issues. Functional and pressure testing was performed and no leaking was observed. The root cause of the customer¿s report of a separation and leak was not identified. The mating component used during the reported event was not returned.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported the tubing disconnected with leaking from the "clave bifurcation" at the IV site. Md was notified; no new orders were received. There was no patient harm as a result of this event.